Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during prep, the extractor balloon was found to be ruptured. The device was being prepped for an ercp (endoscopic retrograde cholangiopancreatography) procedure and was found to be ruptured. The procedure was successfully completed with another of the same device with no pt complications.